Event description:
It was reported that during a spinal procedure, the bur broke. It was also reported that there were no adverse consequences or medical intervention required. It was further reported that the surgery was delayed by 15 mins and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.